Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.